Event description:
It was reported that the customer's insulin pump buttons were not working. Customer tried to enter blood sugar and none of the buttons worked. Customer's blood glucose was 117 mg/dl. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Failure analysis revealed the insulin pump had no button error alarm. However, the device had intermittent button response due to moisture damage keypad trace. Minor scratched lcd window, cracked display window corners, racked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.